Event description:
Pt reports that the autoject took a long time to deploy on (B)(6) 2020. Was the product taken / administered? Yes. Can MFR call pt for f/u? Yes. Can MFR arrange for product pick up? Yes. Md aware and drug therapy continues unchanged. No further info provided. No adverse event experienced. Reported to (B)(6) by pt/caregiver.